Event description:
A patient underwent a chronic catheter placement procedure using the powerline central venous catheter. Reportedly, on (B)(6) 2026, following implantation, the catheter line allegedly fell out, leaving the cuff inside the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.